Event description:
Through the (B)(6) clinical study the patient reported medical intervention for pain. She reports pain, difficulty opening her mouth, interference with eating, muscular spasm or rigidity in the face prior to receiving the joint. She reports experiencing the same symptoms after the tmj implant and alleges the symptoms are worse since the joint was implanted and also indicates swelling on the ride side, pain around her ear and that her teeth hurt. She reports the surgeon said the implants are perfect, she has been diagnosed with trigeminal neuralgia. She reports being prescribed voltaren and neurontin with no improvement in her symptoms. No medical records have been provided and the information has not been confirmed by the surgeon.

Manufacturer narrative:
The joints remain implanted, therefore no product evaluation can be conducted. The warnings in the package insert state these type of adverse events can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same event, see also 1032347-2015-00294, 1032347-2015-00295 and 1032347-2015-00296.